Event description:
The customer reported that the following a catheterization procedure on event date, a vasoseal es was deployed. The patient lost pulse post procedure. The patient was started on heparin and the pulse returned. The patient remained on the haparin over the next 24 hours. When the heparin was shut off, the patient lost pulse again. The heparin was restarted and the pulse returned. In april 2001, the patient was taken to surgery for an embolectomy. The surgeon found the collagen was extravascular and in its proper position, therefore the complication was not attributed to the use of vasoseal. The patient was stable following surgery and no further complication were reported.